Event description:
The niece of a (B)(6) female patient contacted zoll customer support to report that one of the patient's response buttons was not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. As received, the monitor was found to have a damaged rear response button. The rear response button metallic tactile dome was defective. The cause for the defective tactile dome cannot be positively determined. No adverse event resulted from the defective metallic tactile dome. The patient received a replacement monitor.